Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. The patient had previously been treated with polyflux 210 h dialyzers. Approximately 20 minutes into the treatment the patient became hypotensive with nausea and vomiting. The patient's blood pressure decreased from 198/97 mmhg to 125/71 mmhg. Treatment was bypassed for 30 minutes and the patient was administered limican (dopamine antagonist with prokinetic and antiemetic effects).